Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix to be retracted and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. A tip stiffness test was performed, and the results were within product specification. The reported events of lead dislodgement and perforation were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a cardiac perforation was observed following implant of the right ventricular (rv) lead. Loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed that the rv and lv leads were dislodged. The rv and lv leads were explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: